Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: two different trapliners were used on the same patient in the same day. Both separated at the entrance at the halfpipe. MDR associated to mdr2134812-2020-00079.

Manufacturer narrative:
There was no device returned for investigation. There was no lot number provided for this complaint. Therefore, no device lot history review could be complete. The event description states trapliner separated at the entrance of the half pipe. It is inconclusive if the damages were a weld joint break or a delamination of the half pipe lumen from the push rod without product evaluation.